Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as the event date is unknown. The complainant was unable to report the upn and device lot number; therefore, the manufacture date and expiration date are unknown. Health professional was approximated to yes as the initial reporter's occupation is unknown, but the event was reported to have occurred at a health care facility. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, the clip would not fire. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.